Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 4.9 and 5.3 inr. The corresponding lab result reported was 3.4 and 2.5 inr.